Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that infolding was identified on a zenith flex with spiral-z technology aaa endovascular graft iliac leg that was implanted in an unknown patient. The patient underwent an endovascular aortic repair procedure on (B)(6) 2026. During the procedure a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt) was implanted on the patient¿s left. An endoleak was identified during the procedure. Ballooning had been performed in the area that the endoleak was noted. No additional procedures were completed to address the endoleak. A pre-procedure cta and implantation video were provided for the investigation. The patient was fully heparinized when the provided video was completed. An image review of the imaging was completed. The image reviewer indicated that infolding of the left zsle was present. Ballooning was performed in the area that the endoleak was noted. No additional procedures were completed to address the endoleak. A follow up computed tomography (CT) scan will be performed. Procedural notes could not be provided for the investigation. It is unknown if the patient's had pre-existing conditions and or co-morbidities in addition to the abdominal aortic aneurysm (aaa). The focus of this report is the type 3a endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt) that was placed on the patient¿s left. A previous report was submitted for this patient under MDR # 1820334-2026-00136. Another report will be submitted under manufacturer reference number (B)(4).